Event description:
The report we received from our affiliate indicated that, after the deployment of a 3.5 x 33 mm cypher select stent at 18 atm (rated burst pressure is 16 atm), the balloon failed to deflate. It was not possible to get the entire balloon back into the guide catheter. Subsequently, the patient experienced st elevation. The stent delivery system (still at 18 atm) and guiding catheter were retrieved as a unit. Post-balloon removal there was no reflow down the vessel and this was treated with gtn (adenosine and verapamil). As reported, the physician thought part of the guide catheter material broke and dislodged, as the patient's st's were elevated and there was no reflow once the balloon and guiding catheter were removed. There was no vessel spasm, however, gtn was given to help restore flow down the vessel. Timi iii flow was achieved (from timi ii).

Manufacturer narrative:
Following deployment of a 3.5 x 33mm cypher select to the right coronary artery (rca), the physician was unable to deflate the balloon. As he was unable to withdraw the sds back in to the cordis 7 fr guide catheter, it was necessary to remove both devices as a single unit. During this time, the patient experienced st elevation that was treated pharmacologically. The unidentified patient underwent cypher stent implantation to a type b1, de novo lesion in the rca. The target lesion was not calcified or tortuous. A cordis 7 fr guide catheter was placed for access and the lesion was pre-dilated with a voyager 2.5 x 20mm balloon at 8 atms x2 followed by cypher stent deployment at 18 atms. This is above the recommended deployment pressure per the instructions for use. Post-dilatation was conducted, but details are not available. Upon removal of both devices, the balloon on the sds was reported to be intact. However, the procedural physician suggests that material from the guide catheter may have dislodged into the target vessel resulting in the st elevation, as there was no restoration of flow upon removal of the devices. The physician also notes that no vessel spasm was present. Nevertheless, flow was restored following the administration of adenosine and verapamil. A copy of the angiography film has been sent for independent review and results are pending. The guiding catheter was not available for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the currently available information, it is not possible to determine what factors may have contributed to this event.